Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found the sensor to be broken. The broken part was missing.

Event description:
The customer called in to report a lost sensor alert and a bent cannula. The customer's blood glucose level was unknown. The customer was informed that the lost sensor alert may have been due to the bent cannula. The customer was sent replacement sensors, and was advised to return the sensor back for analysis.